Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head is coming off while brushing-oral-b power oral care [device breakage]. Case narrative: consumer reported via phone that brush head is coming off while brushing. No injury was reported.